Event description:
It was reported via a trial that post procedure with xact stent in the left internal carotid artery, the patient experienced hypotension which was treated with fluids and resolved the following day. Three days post procedure, the patient was admitted to the hospital with encephalopathy, in persistent vegetative state, altered level of consciousness, myocardial infarction, hypotension, bilateral lower lobe alveolar infiltrates - pneumonia, and possible seizure activity. Treatment included intubation, levophed drip, versed, keppra and rocephin. The patient was discharged twelve days later to hospice with progressive neurological declination and died seventeen days post procedure. The cause of death is currently unknown. Although requested, there was no additional information provided.

Event description:
Subsequent to the initial medwatch report, additional information received indicates that per the death certificate, the cause of death was coronary artery disease and diabetes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of hypotension, myocardial infarction, neurological deficit, seizures and death are listed in the xact instruction for use, as known adverse patient effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.